Manufacturer narrative:
Ocd field engineer arrived at site. The instrument was performing as intended. Additional testing was performed by ocd with returned patient samples. The rh negative discordant results could not be duplicated. All samples returned generated rh positive dual population results. A potential root cause is that the previously transfused rh negative cells migrated to the bottom of the sample tube due to density differences between donor and recipient cells. Since the provue aspirates packed cells from the bottom and the manual method typically aspirates from the top of the packed cells this may have contributed to the rh discordance between manual and provue.

Event description:
Customer reported that a patient with a previous blood type of group a, rh positive, was tested on the provue and the results were group a, rh negative. Visual inspection of gel card showed negative a reaction in the anti-d microtube. Customer then performed additional testing using the manual gel method with the same lot of gel cards and patient's sample and a 4+ reaction was observed in the anti-d microtube.